Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the endoscope was missing a pin. There was no report of patient involvement and no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation did confirmed the reported failure. Per failure analysis (fa): the endoscope was missing endoscope adapter (aea) screws, aea damaged or friction issue, laser marking on housing damage and cable integrity (visual damage) zone b. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.